Event description:
During follow-up, the device was unable to be interrogated due to suspected premature battery depletion. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and the device image and printouts were obtained. The device was at eri and programmed to vvi mode. Device interrogation was normal and rg telemetry was successfully established. Electrical testing revealed no anomalies as all measurements were normal and within range. A longevity calculation was performed and the battery depletion was normal. The device was cut open for further analysis and no anomalies were observed. Based on the information received, the cause of the reported incident is consistent with a discrepancy in the estimation of remaining longevity by the field's programmer.